Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
This device was being used in conjunction with ucr and cf-q260ai in a procedure. The user tried to stop supplying co2 gas into the patient, but the device didn't respond properly and gas kept being supplied. The patient's large intestine got too much inflated and the procedure was suspended. There was no report of the patient injury. This is 1 of 2 reports.